Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: externalized conductors due to internal insulation abrasion were noted at 8.6-11.9cm from the distal tip. Internal insulation abrasion was noted at 18.4-19.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented in clinic for normal follow up. The lead was diagnostically imaged prophylactically and externalized conductors were observed. The patient was asymptomatic. Variations of high pacing lead impedance and capture threshold were observed. The lead was explanted and replaced. There were no adverse consequences to patient.